Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the device was fired and worked fine. The tech reloaded the green reload and it looked like the reload metal part was broken off. The tech reloaded the green stapler and the doctor did not want to fire as he was worried there was an issue with the stapler. Case completed with another device of the same product code. There were no patient consequences reported.